Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead with an extraction tool wire restricted inside the lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. The s-curve hump height was measured within specifications.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that non capture was observed on the left ventricular (lv) lead. The lv lead was confirmed to have dislodged. The lv lead was explanted and replaced. The patient was stable throughout.